Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headaches") in a 54-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2024 she experienced headache (seriousness criterion medically important), fatigue ("enormous physical fatigue / especially overwhelming fatigue") and arthralgia ("joint pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, headache or arthralgia. The reporter commented: on the right: 1 coil and on the left: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [colposcopy] on (B)(6) 2014: passage of the cervix without dilation or pozzi forceps body cavity: normal, iud in place, thread going up into the cavity. Tubal ostium visualized. Stents easily inserted: - on the right: 1 coil. - on the left: 0 coils. Removal of the iud using bengolea forceps. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headaches") in a 54 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On (B)(6) 2014, the patient had essure inserted. In january 2024 she experienced headache (seriousness criterion medically important), fatigue ("enormous physical fatigue / especially overwhelming fatigue") and arthralgia ("joint pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, headache or arthralgia. The reporter commented: on the right: 1 coil on the left: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [colposcopy] on (B)(6) 2014: passage of the cervix without dilation or pozzi forceps body cavity: normal, iud in place, thread going up into the cavity tubal ostium visualized stents easily inserted: - on the right: 1 coil - on the left: 0 coils removal of the iud using bengolea forceps quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.